Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to inflate the balloon and failure to deploy the stent were confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.25 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. An extra support guide wire was advanced and further dilatation was performed. The xience v sds was re-advanced and positioned at the lesion. The sds was inflated to 14 atmospheres; however, it was observed on x-ray that the sds balloon did not inflate. The sds was removed and a new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.